Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error. Customer got recurring errors and unable to complete the rewind process. Troubleshooting was performed; no harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2022 the insulin pump alarmed insulin pump error and insulin pump error. Insulin pump passed self test. However, constant insulin pump error alarms noted during rewind due to corroded motor home switch. Unit successfully downloaded to thus. Verified insulin pump alarmed insulin pump error on (B)(6) 2022 14:10:32.000 and insulin pump error 130 on (B)(6) 2022 13:00:40.000 in insulin pump downloaded history due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin pump error alarms. No moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: corroded motor home switch, cracked keypad overlay, scratched case, pillowing keypad overlay and faded serial number label. The p-cap/reservoir does lock properly. Confirmed insulin pump error alarms noted during rewind and confirmed insulin pump alarmed insulin pump error and insulin pump error in insulin pump downloaded history due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.